Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device. The other three supera stents are filed under separate medwatch MFR numbers. (B)(4).

Event description:
It was reported that on (B)(6) 2015 four supera stents were successfully implanted in the right proximal popliteal artery to the superficial femoral artery. On (B)(6) 2015, the patient presented to the hospital with a cold right leg. Pulses were missing. On (B)(6) 2015, angiography was performed and noted thrombus in all 4 stents. Tissue plasminogen activator (tpa) was administered overnight and on (B)(6) 2015, the vessel was revascularized with balloon angioplasty. Reportedly, the stents looked good and the thrombus was due to potential non-compliance with medications. There was no additional information provided.